Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0sw42, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient had low stimulation threshold since implant due to the location of the lead. The patient had an appointment with their health care professional (hcp) on (B)(6) 2016. Impedances were checked and all were in range. An x-ray was performed and showed good placement. At the appointment the patient turned stimulation up to 6v and was only feeling stimulation in the pocket area. It was reported that the patient was getting benefit from the therapy prior to explant. The implantable neurostimulator (ins) was explanted with the lead on 2016-09-08. The devices were going to be sent back to the manufacturer. The health care professional (hcp) was going to wait 3 weeks before re-implanting.

Manufacturer narrative:
Analysis for device (B)(4) found no significant anomalies and/or explant damage. The battery was normal end of life and telemetry and output were noted as okay. Analysis for device (B)(4) found no significant anomalies and noted the lead body was stretched. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, date received by manufacturer is 08/25/2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was not normal battery depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.